Event description:
It was reported that during a surgical procedure, the device heated up. Backup equipment was used to successfully complete the procedure, without causing a delay. No patient or user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A follow up report will be submitted if the product is returned, and if the investigation results require.